Manufacturer narrative:
Concomitant medical products: 365500 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead exhibited increasing thresholds. It was further noted that the lv auto-capture threshold measurements were intermittently above the normal range. The ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.